Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to be within specification during testing. Evaluation observed and found the device was able to detect the upstream occlusion, as part of the pump's normal function, when the pump was tested at a rate of 400ml/hr and volume to be infused of 33.3 ml, and all the sensor functioned normally and within the specifications. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not upstream occlude on time. There was no patient involvement. No additional information is available.